Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red irritation mainly underneath the back therapy pads but there's also some redness underneath the electrodes as well. Patient has a history of sensitive skin. The patient's physician suggested using unscented lotion. During a follow-up, it was reported that the patient's irritation was still present due to having sensitive skin.